Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta taper liner kk/36 on (B)(6) 2011 on the right side. On (B)(6) 2011 the patient suffered from dislocation due to inappropriate movement. On (B)(6) 2012 patient was experiencing clicking in the hip. In 2015 patient is experiencing mild pain. No revision surgery has been performed yet.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a patient ((B)(6)) was implanted with ceramic head and liner on (B)(6) 2011 on right hip side. He experienced a dislocation on (B)(6) 2011 due to inappropriate movement (not device related according to the surgeon). He further experienced clicking in the hip on (B)(6) 2012. He finally experienced mild pain in 2015. No revision surgery was performed. The involved (B)(4) products are reported in cpt130011404 (with the event stem loosening 2013). Review of received data: - pre-op and post-op x-ray (6 weeks, 6 months, 12 months and 24 months) were received. Quality of the x-rays is relatively low compared to the ones taken after 24 months, which makes it difficult to comment on. There was no report of loosening from the postop to through the 12 months x-ray reviews. The 24 months x-ray reported to show fibrous ingrowth at zone 7 femoral and signs of femoral radioluceny. - no surgical report was available for the review. - no product was returned to zimmer biomet for in-depth analysis as the implants are still implanted. -the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: -mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: product combination is allowed by zimmer biomet. -loss of connection due to inadequate assembling procedure => possible: the implantation surgery report is not available for the investigation, therefore cannot be excluded. -loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: no surgical report was received to confirm, therefore cannot be excluded. -increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => possible: patient (B)(6) is more than the normal range which can be classified as overweight , therefore cannot be excluded. Conclusion summary: no surgical reports were received for the investigation. X-ray quality was not adequate to perform a meaningful analysis of the reported event. The ceramic head and the liner are shown to be well-positioned in their optimal location. However, it is likely that the high bmi or high activity level of the patient might have contributed to the observed dislocation and clicking. For the mild pain that is reported; pain cannot be related to a single specific failure mode. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).